Event description:
Caller reported experiencing elevated blood glucose values often for 6 weeks, and within 3 weeks, she had a blood glucose value between 500-600 mg/dl four times. Caller stated she tried to reduce the blood glucose level via pump without success but was able to reduce it using the same insulin in a pen. Caller stated she changed accessories several times without success. Caller reported she assumes the pump does not deliver the correct amount of insulin. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).